Event description:
It was reported that a female patient underwent a breast augmentation with a 475cc mentor smooth round moderate profile saline breast prosthesis and experienced a deflation on the right side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 10, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant was found to have a valve separated measuring approximately 1.1 x 0.7 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. Based on the date of implantation provided and the expiration date of the reported lot number, the device was implanted after the expiration date. Please note that according to the product insert data sheet, sterility cannot be guaranteed if the packaging has been damaged or after the ¿use by date¿ shown on the box label. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 11, 2022 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The impacted device was updated to be a 425cc mentor smooth round moderate profile saline breast prosthesis. The device catalog number was updated to 3501670. The device lot number was updated to 5581872. A manufacturing record evaluation (mre) was performed for lot 5581872, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It is noted that the device date of implantation is after the device date of expiration. This is considered user error and code a23-use of device problem has been added to section h6-medical device problem code. Manufacturer¿s reference number: (B)(4).